Event description:
Patient contacted dexcom technical support on (B)(6) 2103, to report that he has been experiencing skin irritation with each sensor since (B)(6) 2013, at which time he consulted with a physician regarding a rash in the shape of the adhesive patch, which caused open sores and scarring at the sensor site. Patient indicated that he gets the rash each time he uses a dexcom sensor, however, there were no infections. The physician indicated that the patient should not use the system, and no medications were prescribed. At the time of this call, to dexcom technical support, patient indicated that he was experiencing irritation at the insertion site but will likely continue to use the system.